Event description:
The product was used during a thoracoscopic bullectomy procedure. Reportedly, the instrument was difficult to open and the staples prefired. The surgeon applied another device to complete the procedure. The hospital has reported no patient injury occurred.